Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating while recharging his scs system. In turn, the scs patient controller displayed an error message and as a result the patient was unable to recharge his system due to an inoperable ipg. Follow-up identified surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model.